Manufacturer narrative:
Visual and microscopic analysis of the returned device identified: flat creases, curved openings with striated edge on anterior side and a weight test of the explanted material was verified and it was underweight. Based on the device analysis, the final assessment is curved striated openings assessed as surgical damage.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.